Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube lip, lcd display window and battery tube threads, minor scratches on display window, and stripped battery cap coin slot.

Event description:
It was reported, the customer had a crack along the reservoir compartment. The customer also reported there was an insulin leak in their reservoir compartment. Customer's blood glucose was 128 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.